Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 145 mg/dl. The customer reported that the reservoir compartment piece was broken off. The customer reported that the reservoir was not able to lock in place. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked reservoir tube lip and no broken noted. The test reservoir locked in place properly and no anomaly noted. (B)(4).